Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have 'keypad flex cable' loose at j3 connector on user interface board. On of the j3 connector locks was not engaged. In addition, system board components c11 and c200 each have one solder point contact broken off from system board which may impact internal device power and battery charging.

Event description:
It was reported that when ac power is plugged in, the unit will not power or off. It works fine off battery power and ac power led does illuminate when ac power is applied. There is no patient involvement.